Event description:
The customer reported that a patient passed away while being monitored on the bedside monitor (bsm). Below is the exact description of the customer complaint: box # (msnkp5pr22) is showing up in red on the monitor in room 513. Pt in 522 passed, at that point 522's box info showed up in the upper right hand corner in red in 513. It showed up like this in 513, no other rooms had it show up.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) reported the following issue: box # (msnkp5pr22) is showing up in red on the monitor in room 513. Pt in 522 passed, at that point 522's box info showed up in the upper right hand corner in red in 513. It showed up like this in 513, no other rooms had it show up. This was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 2019 with bsm (mu-631ra sn: ni). No further information will be provided from the hospital. Further clarification was requested from the customer however no further information was provided. Service requested: none. Service performed: none. Investigation result: further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. The issue was reported to nka 14 days after the incident occurred, making attempts at gathering time sensitive information difficult. The customer was not willing to provide further information. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause.

Manufacturer narrative:
The customer reported that a patient passed away while being monitored on the bedside monitor (bsm). The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: box # ((B)(4)) is showing up in red on the monitor in room 513. Pt (patient) in 522 passed, at that point 522's box info showed up in the upper right hand corner in red in 513. It showed up like this in 513, no other rooms had it show up.

Event description:
The customer reported that a patient passed away while being monitored on the bedside monitor (bsm). Below is the exact description of the customer complaint: box # ((B)(4)) is showing up in red on the monitor in room 513. Pt in 522 passed, at that point 522's box info showed up in the upper right hand corner in red in 513. It showed up like this in 513, no other rooms had it show up.